Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product assessment center evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be due to capacitor, c2. The customer received a replacement device. The device was archived by stryker.